Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 50 mg/dl. Customer's blood glucose level was 194 mg/dl at the time of reporting. Customer reported low because of stomach issue which resolved later. Customer declined troubleshooting for low blood glucose level. Device will not be returned for analysis.